Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had polarity switched with a lead warning due to undefined impedance and increased threshold. It was further provided that the problem was possibly due to the lead not having good contact with the device. When the connector was tapped on lightly, noise was seen on the electrogram. The lead was disconnected and reconnected with the device. The lead and device remains in use. No patient complications have been reported as a result of this event.